Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No alarms were noted. Insulin pump received with slightly loose drive support disk. Insulin pump received with cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 20.0mmol/l. Troubleshooting was performed, and the drive support cap was sticking out and insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.